Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/26/2010 by fax and mail. A completed questionnaire was received on 01/27/2010. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported that three weeks following intraocular lens (iol) implant surgery, the iol was found to be off-axis. The surgeon also reported the iol was difficult to rotate during the procedure. In a follow-up, the surgeon reported that the event is expected to resolve.